Event description:
Additional information was received from the patient that reported that it was taking too long to charge and there was poor coupling. The patient was having so much trouble every time that she has to recharge. They try to place the recharger right on the scar and had been working for a half hour to try and get coupling bars, but could not get coupling bars. The patient was able to get 2 coupling bars at the time of the report. When the manufacturer representative puts the recharger on the scar, it immediately gets 8 bars, but when they place the recharge on the same spot, they do not get anything. The patient puts off recharging because it is so hard. The patient reported that something is wrong with the device and was considering getting it explanted. The patient was redirected to her health care provider to determine the cause of the issue, but she didn¿t have an appointment scheduled until (B)(6) 2017.

Manufacturer narrative:
Additional information regarding this event will be captured in regulatory report # 3004209178-2016-14924. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.